Event description:
It was reported to ge that the rotating support assembly for the hand control pendant became detached from the ceiling and fell. The cables of the pendant prevented the assembly from dropping onto the pt table or the floor. No one was injured. Installation instructions for the rotating support assembly are being evaluated and will be updated as appropriate to prevent recurrence.